Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following: it was reported by customer that another tubing having air in the line & coming apart.

Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from below the pump safety clamp. No other defects or abnormalities were observed. The customer complaint was verified, potential causes are the solvent application not correctly carried out by the assembler: incorrect insertion of the tubing into the solvent dispenser, one piece flow not followed and accumulation of material in the workstation during the production process. A contamination inside the solvent dispenser container and dispenser maintenance date is about to expire. Separation between tubing and lower fitment was addressed on november 04th, 2025 for the same production line, failure mode and specific area, where the next actions were / will be taken: - a quality alert will be created and communicated to the production personnel to reinforce the correct follow up to the standard work instruction - the cleanliness and order in the work area will be reinforced to ensure that there are no loose components on the assembly line according to the general instructions - frequency control record will be updated to include visual inspection points; arrangement of materials into production station, follow up to one-piece-flow. A device history record review was performed on the possible lots. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.